Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings/ normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately ¿sometime in (B)(6)¿ 2017. He reported that he obtained blood glucose results of 119 and 130mg/dl on the subject meter and felt they were inaccurately high compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and reported that on an unspecified time after the alleged issue began he developed the symptoms of ¿sweaty, dizzy and anxious¿. The patient reported that he self-treated with food and drink. The patient denied that he used another device to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired. After walking the patient through a control solution test, the result fell within lfs¿ acceptable range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.